Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm after exposing their insulin pump to a little moisture. Customer reported their escape button was unresponsive to clear the alarm. The customer's blood glucose was 143 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting could not be completed as the insulin pump was unresponsive. The customer stated they have removed the battery for three hours, but the alarm was recurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.